Manufacturer narrative:
Other, other text: b5: additional information received on 06-oct-2022 via email and attached in complaint object: this product did not fail while in use with a patient. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found crack on right plunger case and bottom case. The reported problem was duplicated during "syringe test" and failed flange sensor test. The root cause for the reported problem found contamination on ear clip and unknown debris from customer. Repairs done to correct the reported problem "replaced ear clip, cleaned and greased the ear clip assembly. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not recognizing syringe pump. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.